Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site and determined that the unit did not fail to meet specifications. During the device evaluation, the fse powered on unit in diagnostic mode, inspected significant event log, and found the unit with normal operation. No error codes were found. The fse powered on the unit in normal mode and found the unit operating well. There was no problem found with unit not cycling. Unit alarms were functional. No parts were replaced for repair by the fse. Complete performance verification test per service manual instructions was performed. The unit passed successfully. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported the device, not cycling. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.